Event description:
Event reported per device returned product report - "2001 patient presented to e.r. With severe headache, rigidity, elevated temperature, possible meningitis. Treated with antibiotics and pump and catheter explantation four days later." Patient outcome unk. Repeated requests for supplemental medwatch report will be filed if additional information becomes available.